Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus) device, over twenty years post-implant. The patient underwent a surgical procedure in which all components were explanted and replaced. No patient complications were reported.